Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to have damaged cases and a stripped coin latch. The pump underwent motor current tests, and the customer's reported complaint was confirmed. The tests found the pump's motor to be out of specifications, and as a result the motor was replaced.

Event description:
Information was received that a cadd prizm vip pump is draining the battery. No patient injury has resulted.